Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited decrease in p-wave sensing on the atrial channel. The patient presented to clinic for follow-up the same day. The device was reprogrammed. The patient¿s condition was stable.